Event description:
The customer reported that during a cataract procedure, a burr-like material was observed on the I/a tip. The problem occurred during the polishing of the capsule. The posterior capsule was vacuumed into the port of the tip. The doctor turned the foot pedal off, but the posterior capsule was not released and a rupture occurred. The customer reported that it was not a serious tear, and no vitrectomy was performed. The intraocular lens was implanted in the bag, and the procedure was completed. The incision was closed per normal procedure.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.